Event description:
During bronchoscopy, a small round piece of material was found and retrieved. Piece was determined to be the tip of the second bronchoscope that was used during the same procedure. No harm to patient since broken tip was broken during procedure and removed/retrieved.====================== health professional's impression======================device defect or improper repair by outside party.